Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a radio frequency ablation procedure to treat atrial fibrillation (a fib) using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. Ablations and mapping of the pulmonary veins and cavo tricuspid isthmus were performed, and the procedure was completed successfully. An hour after the procedure the patient mentioned feeling chest pain while in the recovery area and low blood pressure was observed. An echocardiogram was performed, and cardiac tamponade was identified. A pericardiocentesis took place to drain the tamponade and the patient was returned to the recovery ward. The patient's blood pressure and chest pain were considered resolved at that time. The catheter is not expected to be returned as it was discarded by the facility.

Event description:
It was reported that following a radio frequency ablation procedure to treat atrial fibrillation (a fib) using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. Ablations and mapping of the pulmonary veins and cavo tricuspid isthmus were performed, and the procedure was completed successfully. An hour after the procedure the patient mentioned feeling chest pain while in the recovery area and low blood pressure was observed. An echocardiogram was performed, and cardiac tamponade was identified. A pericardiocentesis took place to drain the tamponade and the patient was returned to the recovery ward. The patient's blood pressure and chest pain were considered resolved at that time. The catheter is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.